Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure out a month ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced formication ("it felt like I had a spider like sensation on my right hand almost all the time"), rash macular ("little red itchy spots that look like bites all over but mostly my arms and legs"), pruritus ("no amount of scratching made it stop") and skin erosion ("I was actually scratching my skin off"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash macular, pruritus and skin erosion had resolved. The reporter considered formication, medical device removal, pruritus, rash macular and skin erosion to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: formication, rash macular, pruritus, skin erosion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('I had 2 on one side also one of them perforated') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), formication ("it felt like I had a spider like sensation on my right hand almost all the time"), rash macular ("little red itchy spots that look like bites all over but mostly my arms and legs"), pruritus ("no amount of scratching made it stop") and skin erosion ("I was actually scratching my skin off"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown and the rash macular, pruritus and skin erosion had resolved. The reporter considered fallopian tube perforation, formication, pelvic pain, pruritus, rash macular and skin erosion to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: formication, rash macular, pruritus, skin erosion, pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event I had 2 on one side also one of them perforated was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('I had 2 on one side also one of them perforated') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included motor cycling accident and difficulty breathing. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), formication ("it felt like I had a spider like sensation on my right hand almost all the time"), rash macular ("little red itchy spots that look like bites all over but mostly my arms and legs"), pruritus ("no amount of scratching made it stop"), skin erosion ("I was actually scratching my skin off") and dyspnoea ("more constant issues with difficulty breathing in the past month or so") and was found to have weight increased ("still the same/gaining weight") and blood pressure diastolic increased ("blood pressure has gone from 120/75 to 139/106 since the surgery"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown, the rash macular, pruritus and skin erosion had resolved and the weight increased and dyspnoea had not resolved. The reporter considered blood pressure diastolic increased, dyspnoea, fallopian tube perforation, formication, pelvic pain, pruritus, rash macular, skin erosion and weight increased to be related to essure. The reporter commented: the heart monitor is for difficulty breathing that has been an issue for 3 years - since I got in a motorcycle accident, but I have had more constant issues with it in the past month or so. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 120/75; on an unknown date: 139/106. Electrocardiogram ambulatory - on an unknown date: (heart monitor for 48 hours)no results provided. Concerning the injuries reported in this case, the following ones were added from social media: formication, rash macular, pruritus, skin erosion, pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('I had 2 on one side also one of them perforated') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included motor cycling accident and difficulty breathing. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), formication ("it felt like I had a spider like sensation on my right hand almost all the time"), rash macular ("little red itchy spots that look like bites all over but mostly my arms and legs"), pruritus ("no amount of scratching made it stop"), skin erosion ("I was actually scratching my skin off") and dyspnoea ("more constant issues with difficulty breathing in the past month or so") and was found to have weight increased ("still the same/gaining weight") and blood pressure diastolic increased ("blood pressure has gone from 120/75 to 139/106 since the surgery"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown, the rash macular, pruritus and skin erosion had resolved and the weight increased and dyspnoea had not resolved. The reporter considered blood pressure diastolic increased, dyspnoea, fallopian tube perforation, formication, pelvic pain, pruritus, rash macular, skin erosion and weight increased to be related to essure. The reporter commented: the heart monitor is for difficulty breathing that has been an issue for 3 years - since I got in a motorcycle accident, but I have had more constant issues with it in the past month or so. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 120/75; on an unknown date: 139/106. Electrocardiogram ambulatory - on an unknown date: (heart monitor for 48 hours)no results provided. Concerning the injuries reported in this case, the following ones were added from social media: formication, rash macular, pruritus, skin erosion, pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events weight gain, increasing dyspnea and blood pressure diastolic high were added. Medical history was added. Lab data was added. New reporter was added. Reporter causality comment was added. On 23-mar-2020: social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), formication ("it felt like I had a spider like sensation on my right hand almost all the time"), rash macular ("little red itchy spots that look like bites all over but mostly my arms and legs"), pruritus ("no amount of scratching made it stop") and skin erosion ("I was actually scratching my skin off"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash macular, pruritus and skin erosion had resolved. The reporter considered formication, pelvic pain, pruritus, rash macular and skin erosion to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: formication, rash macular, pruritus, skin erosion, pain. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received; new events were added: event medical device removal replaced with pain and reporter information were updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.